Event description:
It was reported that the hand piece device had a hole in the outer sheath. It was unknown to the reporter if the device was being used in a surgical procedure or if there was a delay. It was unknown to the reporter if there was patient harm, adverse outcome or injury alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. Evidence indicated this is due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).